Manufacturer narrative:
Device evaluation: the complaint was confirmed by performance verification testing and visual inspection. The cause was damage to the main board assembly. Replaced, main board assembly. Upon further investigation, found downstream occlusion (dso) seal is delaminated and liquid crystal display (lcd) lens is scratched. Replaced dso seal and lcd lens. The pump passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the device does not stop beeping. There was no patient involvement.